Event description:
Reporter indicated a vns patient was having increased seizures and there was no communication possible with the vns generator. It was assumed the vns generator was at end of service. A battery estimate performed with partial programming history showed -1.0 years remaining on the generator. The patient underwent vns replacement surgery and high lead impedance and was noted with the resident lead and new generator. The lead and generator were replaced. The reporter has stated there is no history on this patient as the patient is new and is cared for in a group home. The explanted lead and generator will not be returned from the hospital.

Manufacturer narrative:
Device failure is suspected.